Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06760, 0001822565 - 2018 - 06762.

Event description:
It was reported that the provisional was fractured and returned. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The reported event was considered confirmed as the returned tasp is fractured and compressed. Visual examination of the returned tasp concludes that the returned device is fractured, exhibits signs of repeated use (nicked or gouged), and the dovetail feature is compressed. All pieces returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. Based on the state of device and the age of the device when returned, the root cause is considered to be wear as a result of general usage of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.